Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet touchscreen was unresponsive, with the device powered on but not accepting touch input, and troubleshooting steps including cleaning the screen, attempting stylus input, wake-button recalibration, and restart did not resolve the issue; the device was replaced. Symptoms included no adverse physiological effects, and blood glucose was not affected. Outcomes included device replacement and continued cgm use with the dexcom app or receiver. Investigation included remote troubleshooting, user education on wake-button use and always on display behavior, screen cleaning, use on the charger, third-party interaction attempt, forced recalibration of the capacitive sensor, and device restart and inspection of the returned device. Investigation of this device revealed a device touchscreen malfunction affecting the user interface component, not recoverable through recalibration or restart. It was concluded, based on previously established findings for similar reports, that the cause was a hardware failure of the touchscreen assembly.